Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. On (B)(6) 2020, according to the complainant, during the procedure, the first speedband device was used and the handle got stuck while the band was attempted to be deployed. On (B)(6) 2020 the second speedband device was used and the same event happened. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.